Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The site was able to use the previous scans and a c-arm to complete the procedure. There was no unused spins.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Unique identifier (UDI) unavailable. No devices were returned to the manufacturer for analysis. Device manufacturing date is unavailable. Other relevant device(s) are: synergy spine s7; i7 2.1 9733686. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a sacroiliac and thoracolumbar procedure. It was reported that they were unable to transfer a third spin. The site took two spins without issue and when they did a third spin, the navigation system stated "waiting for exam to be transferred" and sat there for about 5-minutes. The site tried to manually send the spin, but it took a long time to transfer and it just showed as a black image on the navigation system. There was a less than 1-hour delay to the procedure and no impact on patient outcome.